Event description:
The pt reportedly fell and hit his head while ice skating, the point of impact was the front of the helmet and not the side of the head. Following the fall the pt reportedly experienced sound quality issues and also experienced pain at the implant site. It was advised that the pt not wear his external devices. Testing of the device showed that it is functioning. The pt's internal device was explanted. The pt was reimplanted with another advanced bionics device.